Event description:
A copy of the medwatch report from FDA was received, which states, ¿alaris pump alarming, went to room to answer alarm, display on pump read "system error". Pump plugged in, nss @100cc/hr and cipro 400mg IV running. Pump shut down and taken out of service. Clinical engineering service ticket placed. New pump obtained, meds continued as per orders.¿

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿alaris pump alarming, went to room to answer alarm, display on pump read "system error". Pump plugged in, nss @100cc/hr and cipro 400mg IV running. Pump shut down and taken out of service. Clinical engineering service ticket placed. New pump obtained, meds continued as per orders.¿